Event description:
It was reported that during craniotomy attachment and motor did not stop when reducing resistance. There was a patient impact. Additional information received stating that during perforation of the skull the perforator plunged into the sinus, a bleed occurred and there was a loss of 500 cc of blood. It was also reported that this attachment and motor have been used with the disposable perforator which plunged into the sinus.

Manufacturer narrative:
H3: product analysis: evaluation of the device could not reproduce the malfunction of attachment not stopping when reducing resistance. No failures were found during evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em800, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis: evaluation determined the motor makes a lot of noise. The likely cause of the failure is due front and rear bearings were worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.